Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent insertion of a temporary pacing wire on an unknown date. The surgeon was unable to remove the temporary pacing wire and cut the pacing wire at the skin. The wire is remaining in the patient's body. Additional information was requested.